Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that the pump had shorter than expected battery life. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 06/26/2015 with the following findings: there was evidence of partially discharged batteries being installed observed in the black box on (B)(6) 2015. The pump intermittently powered on with the returned battery cap due to the cap detaching. The battery cap threads were damaged. There were battery compartment cracks observed in the thread area and below the grip pad. The pump's current draws were within specifications. Unrelated to the battery life allegation, the keypad buttons were intermittently unresponsive. Contamination was found on the button contacts.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.